Event description:
It was reported that, when the carrier of two (2) opsite flexifix gentle 2.5cm x 5m roll was withdrawn, much of the silicone adhesive was removed with the carrier and did not remain on the film. Treatment was resumed, without any delay, with a competitor's back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed reduced adherence, establishing a relationship between the device and the reported event. The root cause was identified as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.